Manufacturer narrative:
The monitor and electrode belt were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the hospital wearable defibrillator. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest and hwd, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The zoll detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity

Event description:
The patient was inappropriately treated three times by the lifevest. The patient was reportedly unconscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were not pressed during the event. The patient then received an appropriate treatment from the lifevest while their rhythm was vt at 190 bpm, the post-shock rhythm was sinus tachycardia at 100 bpm. No injury was reported from the treatment. The patient ended use of the lifevest.